Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, inadequate capture and inadequate impedance were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. During a revision procedure, the inner insulation of the lead was pulled out when attempting to reposition. The rv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of inner conductor was pulled out was confirmed. Visual inspection revealed the connector pin was pulled out from the connector assembly consistent with procedural damage. The cause of inner conductor was pulled out was isolated to procedural damage. Visual inspection revealed the helix to be partially extended and clogged with blood. X-ray inspection revealed stretched inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of inadequate capture and inadequate impedance were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.